Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b3, b5, d1, d2a & d2b with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Product was updated to mmt-1884 with this report. Also, the incident date was updated to to 13-jun-2024. Updated treatment code of t000 for harm codes 1888, 1754, 2144. Also, replaced the harm code 2364 with 1905 and added t008 treatment code to it.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hemorrhage/bleeding, bruise, diabetic ketoacidosis, vomiting treated with IV insulin drip (intravenous insulin infusion) and hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unknown pump. The pump auto mode/smart guard feature was not mentioned at the time of the event. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. No product return is required for unknown pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.